Event description:
It was reported occlusion alarms occurred. The customer's blood glucose (bg) level was displayed as "high"; a specific value was not provided. The customer address the elevated bg and and occlusion by pressing resume, continuing to use the pump for insulin therapy.